Event description:
A stryker micro drill was sent in for repair due to overheating during a procedure. The procedure was successfully completed with another device; no adverse consequence was associated with the event.

Manufacturer narrative:
During quality investigation the customer's complaint was duplicated. The motor, rotor, press plug and other component parts were corroded. The damaged parts were replaced and the device was repaired and returned to the customer.